Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular and the right atrial lead failed to capture. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the pacemaker, right ventricular (rv) and the right atrial (ra) leads were explanted and replaced on (B)(6) 2024 due to pericarditis and leads malfunction.

Event description:
New information received notes that the physician believed that the pericarditis was unrelated to abbott procedure and any abbott device.